Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon removed cup, liner, 2 screws and head. Replaced with 54 tritanium multi hole cup and associated mdm liner, insert, and head. The sales rep noted that the poly liner from the original cup had fractured.